Manufacturer narrative:
Visual inspection under magnification showed extensive electrode wear with a significant amount of dried saline and discoloration present. There was a small slit in the saline line midway down from the handle to the saline barb. There were no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution using default and max settings and the ablate and coag performed as intended. The suction line was tested and performed as intended. The saline line was tested and saline leaked out from the small slit; however, there was sufficient saline outflow to the tip which maintained the formation of plasma. Visual evaluation of the returned device has verified the complaint but the root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the slit in the saline line includes: the line could have been inadvertently crushed between two hard surfaces, or the line may have come in to contact with a sharp object. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the wand leaked during use. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.